Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The alleged inaccurate erratic issue reportedly occurred on (B)(6) 2012 (time not clear). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, a day before the alleged issue occurred, the patient reportedly had blacked out. Prior to the onset of her symptom, at 3:20 (unknown if am or pm) the patient reportedly had obtained a blood glucose reading of "320mg/dl" with the subject meter; however, it is not clear what action the patient took in response to the reported result. On (B)(6) 2012 between 2-2:30pm, the patient reportedly administered her usual dose of 2.7 units of novolog insulin (via insulin pump), and at an unknown time later, the patient found herself surrounded by the emergency services unit. The patient's blood glucose reading (with the subject meter) prior to her self-treatment is not clear, it is not known who contacted the emergency medical services (ems) and the fire department, and it is not known if the patient's blood glucose was tested with the subject meter prior to contacting ems. The patient's blood glucose was reportedly tested with the ems's meter; however, reading is not known. Per csr notes, on (B)(6) 2012 (at 5:15pm), the patient reportedly was administered glucagon injection by a health care professional (hcp). On (B)(6) 2012 (time not specified), the patient reportedly obtained blood glucose readings of "80, 367, and 63mg/dl" with the subject meter; performed more than 20 minutes of each other.it is not clear what action the patient took in response to the alleged meter issue. According to the csr's documentation, the patient reportedly developed symptoms of shaking and felt sick; however, the patient reportedly experienced the symptoms before and after the alleged issue occurred. It is not clear if the patient received any treatment after the reported meter issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that while using the subject meter she developed symptoms that can be associated with a serious injury and was treated by hcp for severe hypoglycemia.